Event description:
Additional information was received indicating that the patient had a full revision surgery on (B)(6) 2011. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted lead and generator were returned on (B)(4) 2011; however, product analysis is not yet completed.

Event description:
Product analysis was completed on the returned generator and lead. Product analysis on the generator revealed that the generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. An analysis was performed on the returned lead portion; note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. An abraded opening was found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. Fluid was also observed inside the inner silicon tubing; however there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations of high impedance. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that during a diagnostic test high impedance was observed, with a dc/dc of 7 and near end of service reported as no. Follow up with the neurologist revealed that he only saw the pt once, and that was when the high impedance was noticed. No diagnostics history was available. He did not think any manipulation or trauma had occurred but as he did not have a history with the pt, he could not be sure. The neurologist indicated that the lead may just be "worn down" as the pt has been implanted since 2006. The neurologist also indicated that he was unsure if there was a lead issue or if the generator was "just starting to loose battery life". The pt has been referred to a surgeon for revision and surgery is likely but has not occurred to date. No additional info was provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.